Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication for the possible exit site infection. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was also assigned a secondary root cause of "caused by other" for the unrelated death event. The complaint investigation indicates another device/drug/procedure/illness/co-morbidity caused the death event. The site reported that on the sae form (which was signed by the investigator) that diabetes was the cause of death and was not related to the study device.

Event description:
(B)(6): this patient had his device placed successfully on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to ICU following a significant hypotension episode following a vein mapping procedure for a fistula placement. He complained of burning pain in his thigh, which was present since admission. He did suffer with calciphylaxis and the doctor was unsure if that was the exact nature of his problem or whether it related to diabetes mellitus and neuropathy or simply peripheral vascular disease. While in the ICU, he was placed on cefepime empirically for possible sepsis. On (B)(6) 2016, the patient started leviquin and maxipime. On (B)(6) 2016, it was noted that the patient developed multiple areas of necrosis with no evidence of infection. On (B)(6) 2016, the subject's wcc was slightly elevated and the subject had a low grade fever. The subject refused dialysis on (B)(6) 2016. On (B)(6) 2016, the patient presented with abdominal pain and gastrointestinal hemorrhage. He had a tunnel catheter on the right with what looks like purulence above that with some eschar that is forming. Per rn at hospital dialysis unit, there were no signs of infections regarding the catheter. No action was taken with the study device. The patient died on (B)(6) 2016 and the cause of death was diabetes. The death is indicated as unrelated to the study device.